Event description:
While a patient with a heartware lvad was at home, he was signaled by controller to change one of the batteries. This is not unusual for heartware controllers. In normal operation, the patient is prompted to change the battery every 4-5 hours. Patient reports upon changing battery, he had a power disconnect alarm which was followed by a vad stop alarm. Patient's wife prepared backup controller for possible controller exchange. Patient was eventually able to get 2 good battery connections to his primary controller and vad restarted. Patient did not call clinic to report this event. Upon exam in clinic later that month it was discovered that this patient's lvad had a history of stop alarms. The primary controller was found to have a loose connection at the power port #1 site. The primary controller was exchanged to new controller.